Event description:
The customer reports: the catheter was sheered by the needle. There were 3 additional attempts made using these catheters and all with the same results. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one radial arterial catheterization device for evaluation. The assembly contained obvious signs of use in the form of biological material. Visual examination confirmed the needle bevel pierced through the side of the catheter body. The damaged portion was smooth and blunt, confirming that the needle caused the breakage. The catheter body was pierced 0.67" from the distal tip. The total length of the catheter body measured to be 1.57" which is within specifications of 1.541-1.581" per product drawing. The outer diameter of the catheter body measured to be 0.046" which is consistent with the nominal value of 0.046" per product drawing. The inner diameter of the catheter body measured from the proximal hub measured to be 0.032" which is consistent with the nominal specification of 0.033" per product drawing. This indicates that the wall thickness measured within specifications. The returned catheter was flushed using a lab inventory syringe. A small leak was detected through the puncture hole. No blockages were detected. The returned catheter was able to advance and retract over the returned needle bevel with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage.". The customer report of a torn catheter was confirmed by complaint investigation of the returned sample. The needle pierced through the side of the catheter. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Mdrs submitted: 9680794-2020-00040. 9680794-2020-00041. 9680794-2020-00042. 9680794-2020-00043.

Event description:
The customer reports: the catheter was sheered by the needle. There were 3 additional attempts made using these catheters and all with the same results. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.